Event description:
The pt contacted lifescan in 2005 alleging that her one touch surestep enhanced meter had missing segments. The medical affairs specialist mailed a letter since the pt could not be reached two days later. The very first result obtained on the new meter was 477 mg/dl. The pt had been experiencing light-headedness and a headache. She took oral medication for her diabetes following the use of the meter. The pt visited her physician four hours later and had a blood glucose test performed. No results were provided. She received glucose treatment. The pt obtained a relatively elevated result, experienced low blood glucose symptoms at the time of testing, took medication, and received glucose treatment at her physician's office. It would have been helpful to know when her symptoms occurred in relation to obtaining the 477 mg/dl and the result obtained by the physician. Therefore, there is little indication to suggest that the product(s) caused or contributed to injury and medical intervention. The customer service agent replaced the reported meter due to the unresolved missing segments issue. Hence, there is evidence to suggest that the product(s) meet the criteria of a medical device reportable. Therefore, this complaint is being reported as a malfunction. The meter was replaced.